Event description:
It was reported that the patient had pain in hip since having implant surgery. Patient states that she was told she had water in her hip. Patient had revision surgery in (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. (B)(4).

Event description:
It was reported that the patient had pain in hip since having implant surgery. Patient states that she was told she had water in her hip. Patient had revision surgery in (B)(6) 2012.

Manufacturer narrative:
It was confirmed that this event is a duplicate of MFR report #'s 2249697-2012-01051 and 9616680-2012-00600. Investigation results will be submitted under these report numbers.